Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low ion selective electrode (ise) sodium results for multiple patient samples when compared to the results from a cobas 8000 analyzer. Of the data provided for 19 samples, only the results for six samples were discrepant. The customer complained about two samples from one patient. Sample 1 initial result was 128 meq/l. The repeat result on a cobas 8000 analyzer was 136 meq/l. On (B)(6) 2014, sample 2 initial result was 124 meq/l. The repeat result on a cobas 8000 analyzer was 133 meq/l. Additional samples from (B)(6) 2015: sample 3 initial result was 128 meq/l. The repeat result on a cobas 8000 analyzer was 135 meq/l. Sample 4 initial result was 131 meq/l. The repeat result on a cobas 8000 analyzer was 137 meq/l. Sample 5 initial result was 120 meq/l. The repeat result on a cobas 8000 analyzer was 129 meq/l. Sample 6 initial result was 131 meq/l. The repeat result on a cobas 8000 analyzer was 137 meq/l. All of the initial results were reported outside the laboratory. There was no adverse event. The sodium electrode lot number was 21542047. The expiration date was requested, but was not provided. Based on the provided information, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.